Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the atlas stent was returned stuck inside the mirocatheter. During functional testing, the catheter was flushed, and blood exited the catheter shaft. An attempt was made to advance a 0.0158 patency mandrel, but the mandrel would only advance 5cm into the hub. The catheter shaft was cut, and the stent was removed. Another attempt was made to advance the patency mandrel, but it could not be advanced, the patency mandrel was inserted into the distal end of the catheter and advanced. A part of the inner lumen exited the proximal of the catheter. The inner lumen was most likely damaged when trying to advance and pullback the stent. The patency mandrel was advanced again without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained. The damage noted to the device would be indicative of the as reported event. It was seen that the catheter shaft was blocked with the returned atlas stent, the inner lining was damaged which may have been caused when the physician was attempting to advance and pullback the damaged stent. The catheter friction was felt during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported defect catheter shaft friction as well as the as analyzed defects catheter shaft blocked/occluded and catheter ptfe inner lining peeling.

Event description:
Analysis of the returned device found that the mirocatheter ptfe (polytetrafluoroethylene) inner lining peeling. There was no clinical consequence to the patient as a result of this event.